Event description:
Two pt samples with discrepant potassium results. Pt 1, tested in 2007, gave initial result of 7.9 mmol/l. Same sample repeated gave result of 4.4 mmol/l. Same sample was also repeated on different instrument using different method and gave result of 4.4 mmol/l. Pt 2, tested five days later, initial result 6.0 mmol/l. Same sample repeated gave result of 4.6 mmol/l. Same sample also repeated on different instrument using different method and gave result of 4.6 mmol/l. Initial results were not reported. The field service rep determined there was a problem with probe c. The probe was replaced. Additionally the air/dry mix was adjusted.

Manufacturer narrative:
Pt 1: male. Pt 2: male.